Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The pump malfunction was addressed by providing the customer with reset information, and assistance in resetting the pump was successfully given. The customer may continue using the pump and was advised to contact support if the issue recurs, and they acknowledged this guidance.